Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, with two devices, the footplate got stuck as it would not close when closing the lever. The devices were intentionally broken in order to manually close the footplate and then removed without issue. The third device had a cuff miss [suture retrieval issue]. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 21f sheath, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported difficult to open or close the foot. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open lever and foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - a partial UDI was provided as the lot number is not known. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.